Event description:
On (B)(6) 2012 it was reported that the handheld was not charging. It was stated that the handheld would charge for a bit by repositioning the connection to the handheld but it will not stay charging. A week earlier the nurse said that the desk top charging cradle was not charging the handheld so she bypassed the desk top and just used the charger connected to the handheld and she thought it was charging successfully. The nurse noticed on (B)(6) 2012 that it was still not charging. It was later stated that the handheld had been stored appropriately and there was no obvious cause for it no longer charging. The manufacturer's consultant tried her charger with the problematic handheld and the handheld still wouldn't charge. The charging light on the handheld would only turn on when you hold the cable in a certain position. The charging/power adapter cable was reported to be working properly. On (B)(4) 2012 the handheld and flashcard were returned to the manufacturer for product analysis that has not yet been completed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(4) 2012 when product analysis was completed on the handheld and flashcard. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Analysis was performed on the returned handheld and no anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that the sync cable connector on the bottom of the handheld was damaged. Because of the damage, the handheld was unable to receive power from the ac adapter. The cause for the damage to the connector is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. No other anomalies were identified.